Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture. There appeared to be conduction at high voltage then loss of conduction as the output decremented. The lead remains in use. No patient complications have been reported as a result of this event.